Event description:
It was reported that during a da vinci s prostatectomy procedure, the surgeon experienced non-intuitive movement of the instrument wrist while articulating the master tool manipulators from the surgeon side cart. Unable to resolve the issue and prior to contacting isi technical support, the surgeon made the decision to abort the planned procedure after port had been placed and anesthesia adminstered. No patient harm was reported.

Manufacturer narrative:
The investigation conducted by the field service engineer (fse) was unable to replicate the issue experienced by the site. The system tested to original equipment manufacturer specifications. The fse concluded the site's da vinci s system issue with non-intuitive motion of the instrument wrist experienced by the surgeon was due to the sterile adapter not being properly engaged. The patient side manipulator is an instrument arm located on the patient side cart, that provides the sterile interface for the endowrist instruments. The master tool manipulator refers to the master controllers which provide the means for the surgeon to control the instruments and endoscope inside the patient from the surgeon's side console. One mtm is assigned to the surgeon's left hand (mtml) and one to his right (mtmr). No parts were replaced to resolve the issue, however, training was performed to avoid future occurrences. (B)(4).